Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04)- drill. Product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device broke during surgery. Another device was available to complete the procedure successfully. Attempts have been made, and no further information has been provided.